Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about 4 months , oversensing and inappropriate shocks were reported. No adverse pt side effects have been reported. The device was explanted.